Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 300 mg/dl. The buttons were unresponsive. The time on the screen did not advance. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent esc, act and up buttons response due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, cracked case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.